Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set tubing issue event on (B)(6) 2025. The infusion set tubing was bent and would not deliver insulin. The infusion set was in use for three hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-01703. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6008240, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008240 was manufactured according to the work instruction (wi) version 115 and manufactured in the line 3 on 20-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g02811 was manufactured according to the wi version 64 and manufactured in the machine sc09, on 20-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.